Event description:
A physician's assistant reported that one of their patient's with vns was having breakthrough seizures. Multiple attempts for additional information have been made; however, no response has been received to date. No other relevant information has been received to date.